Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 130 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self-test, off no power, excessive no delivery, basic occlusion, occlusion, prime and excessive no delivery tests. No blank display was noted. All buttons functioning properly no damage was found on the keypad assembly. No button error alarm. Inspected connector on lcd and the keypad connector was locked properly. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.